Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During procedure, the right ventricle lead exhibited high capture threshold, low sensing, and high impedance. The lead was not used and another lead was used instead. The patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.